Event description:
It was reported that during central processing, the 8mm large suturecut needle driver instrument was observed to have a broken cable. The device was not used on patient. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large suturecut needle driver instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.